Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding, stroke and neurologic dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 43 days. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding, stroke, neurologic dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. No alarms were reported for the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired due to cerebro-vascular accident (cva). The patient expired in the hospital after the family chose to withdraw care based on deteriorated neurological status post cva. The device will not be returning.